Manufacturer narrative:
The reported complaint of the console displayed mid:09 (air trap assembly) error message was confirmed during the event log review, but not confirmed during the initial functional test. No device malfunction was observed, and the console performed as intended. Upon visual inspection, no physical damage was observed. During initial functional testing, the thermogard console passed all the tests without any fault or error. During the analysis of the event log, multiple mid:09 error messages were observed. However, the error messages were cleared by the user. Although the reported complaint was not confirmed through functional testing, as a precautionary measure, the air trap block was replaced. The console was further tested including the calibration test, and passed all final testing criteria without any issue observed.

Event description:
As reported, during the console setup, the thermogard xp ivtm system (sn: (B)(4)) displayed mid:09 (air trap assembly) error message. Another ivtm system was used to complete the treatment. No consequences, or impact to patient.